Event description:
It was reported that the relion insulin syringes has foreign matter within the fluid path. This is 1 of 2 related events. The following information was provided by the initial reporter: consumer reported that there is liquid in the syringes, he stated that when depresses the plunger rod, liquid comes out of the syringe. Consumer also reported that the plunger rod is difficult to move.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-may-2023. H6: investigation summary: the customer returned (1) 0.5ml 31ga 8mm syringe, reporting foreign matter in the syringe. The syringe was visually inspected and observed no physical damages. The syringe was tested by pushing the plunger and no material came out of the cannula. Based on the sample returned, embecta was not able to confirm the customer-indicated failure. A review of the device history record was completed for batch# 2213872. All inspections and challenges were performed per the applicable operations qc specifications. The root cause cannot be determined, as the reported failure could not be confirmed.

Event description:
It was reported that the relion insulin syringes has foreign matter within the fluid path. This is 1 of 2 related events. The following information was provided by the initial reporter: consumer reported that there is liquid in the syringes, he stated that when depresses the plunger rod, liquid comes out of the syringe. Consumer also reported that the plunger rod is difficult to move.